Event description:
I was misdiagnosed as not having lyme using the current elisa and western blot tests. Then, years later, those same tests demonstrated I was positive for lyme. Now, using those same tests, I still test positive for lyme, and I test positive using the new c6 peptide test many are endorsing to replace the elisa, and yet I am told those tests cannot be correct - that I cannot possibly still have lyme. So the very individuals that promote all three of those tests tell me they cannot be trusted because they think I cannot still have lyme. What does that say about the efficacy of those tests? What does it say about the dogma of their promoters as well? I was denied treatment for lyme encephalopathy for many years because of the unreliability of current cdc endorsed 2t testing. We need new tests that work, and I fear the current crop of diagnostic manufacturers is less than incentivized to alter a status quo that is generating for them half a billion in revenue each year.